Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. In-stent restenosis patients are listed as a special patient population (i.e., the safety and effectiveness of the jetstream g2 system has not been established in this group of patients) in the IFU.

Event description:
A jetstream g2 nxt device was used in an in-stent restenosis (isr) lesion in the sfa. During treatment, a distal embolization occurred which was successfully treated with another manufacturer's commercially available aspiration (export) catheter. Excellent final result.